Event description:
Technician was lightly tugging on ceiling-mounted leaded glass screen in order to move it to a desirable working location. Seconds later it came crashing down next to her. The ceiling mounted stanchion had fatigued where it supports the vertical arm of the screen/arm system. System was installed and supplied by seimens, but they are not the manufacturer. Pm was done on 2/23/06.